Event description:
It was reported that the patient experienced an underdose with acute pain. The reporter stated that the patient was hospitalized (B)(6) 2009 for her symptoms which started about two weeks following a new pump and catheter implant. There have been no alarms noted. The pump contained morphine (pf morphine sulfate) 25 mg/ml at a dose of 6 mg/day. The hcp reported that the patient had not made them aware of the event. The patient was now under the care of a different hcp.

Manufacturer narrative:
(B)(4).